Manufacturer narrative:
Follow-up #1 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: during visual inspection there was no noted damage to the battery compartment. The battery cap was able to securely fasten to the pump without yellow o-ring is visible. The pump booted to the 'verify' screen. The blackbox history indicated that a power event occurred on (B)(6) 2011 at 00:00; no other reboots were observed on (B)(6) 2011. During investigation, the pump was exercised for 24 hrs without interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's father reported that on (B)(6), 2011 the reported pump would lose power and self-reboot. The patient was aware of the power issue and did not suffer any adverse event due to this issue.